Event description:
Baxter product surveillance contacted the home patient (hp) (B)(4) 2012 the regarding reported problem. The hp stated that they found out that they caused the alarm after communicating with their nurse. The hp explained that evening their heater bag and supply bag was empty and only the final bag had solution. The hp stated that the final bag was not flowing well so they disconnected the final bag, and connected the bag to the heater line. The hp stated that the nurse told them that they were not supposed to do that ever, due to possible contamination. The hp stated that the nurse explained that when they disconnect bags and move them around, it cause air flow into the lines causing this alarm. The hp stated that they did not notice any problems with the supplies. They stated they do not know the lot number, nor do they have samples available. The hp stated they have not made the same mistake since, and therapy has been continuing well. They stated this alarm did not cause them to seek any medical attention at all and they are doing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a use error - breach in aseptic technique is confirmed. Disconnecting a bag and connecting it to another line constitutes a breach in aseptic technique as it can compromise the sterility of the set. The assignable cause code could not be determined, as baxter is unable to determine why the patient didn't follow aseptic technique. The label review found the patient at home guide to be adequate for the use error in this incident.